Event description:
It was reported that there was a error invalid syringe. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was cracked on right plunger case and battery door. Missing one rubber foot and there was a white grease-like compound on the motor assembly. During syringe test and check the reading of plunger sensor, the reported problem was duplicated. Syringe plunger not in place was found during syringe test and device failed plunger sensor reading. The root cause of the reported issue was found to be the q1 was broken off from plunger board, and plunger board broken off from glue as a result of the customer?s incorrect assembly of the plunger head. Replaced plunger board. Performed syringe test and all functional testing which passed. UDI is unknown. No product information has been provided to date.